Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported inability to remove the lock line was not confirmed as the lock line was removed from the returned device without issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to remove the lock line. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. The mr was reduced to <1; therefore, deployment steps were started. The gripper line and lock line removability were confirmed. After 5 cm of the lock line was removed, resistance was noted and the line could not be retracted further. The other end was attempted, but could not be removed. The cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to <1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.